Event description:
It was reported by a customer in the USA that, during use on home care male patient, an unspecified shiley 6.5f tracheostomy tube leaked, and the location of the leak was not informed. The tracheostomy tube was installed on (B)(6) 2014. It was found that the patient had excessive secretions, falling onto his shirt. The issue occurred for several days. On (B)(6) 2014, the mother / caregiver took the patient to the emergency room, where he was re-cannulated with an older shiley tracheostomy tube version (size, model, lot number, and expiration date are unknown). Additionally, it was informed that the patient is doing well.

Manufacturer narrative:
The exact tracheostomy product ID and lot number were not provided by the customer, and it is not going to be returned. (B)(4).